Event description:
It was reported that the 9900 system would switch into subtraction mode on its own. Also the fluoro timer did not match the display. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The software upgrade was installed during the service call. The system was tested and found to be working as intended and put back into service.